Manufacturer narrative:
References the main component of the device system; the other relevant components include: product ID: 8780, serial# (B)(4), implanted:(B)(6) 2013, explanted: (B)(6) 2016, product type: catheter. Product ID: 8784, serial# (B)(4), implanted: (B)(6) 2015, explanted: (B)(6) 2016, product type: catheter.

Event description:
Information was received from a healthcare provider (hcp) via a company representative regarding a patient who was receiving morphine 35mg/ml; 5.5 mg/day, clonidine 300 mcg/ml; 47.14 mcg/day, compounded baclofen 600 mcg/ml, 94.28 mcg/day and fentanyl 1,000 mcg/ml, 157.1 mcg/day via an implantable pump. Indication for use was spinal pain. The date of the event was (B)(6) 2016. It was reported the patient experienced a gradual change in therapy/symptoms indicated as lack of pain relief. Surgical exploration was performed and the catheter was found twisted. The previously implanted 8780 catheter and 8784 segment was removed and replaced with a new 8780 catheter. The pump was disconnected from the catheter and the surgeon wanted to program a bolus to confirm pump function. The cause of the twisted catheter was the patient experienced weight loss and was flipping the pump. It was unknown if the lack of pain relief was resolved.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.